Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely via merlin@home transmission. Upon review, the patient's implantable cardiac monitor (icm) had a missing electrogram of a possible tachycardia episode. During in-clinic interrogation, no episodes to review or retrieve. The patient was stable.

Event description:
New information received stated patient's implantable cardiac monitor was explanted. The patient was stable.